Manufacturer narrative:
The information that was previously added to this product issue regarding atrial lead issues, was incorrect and not related to this patient. Additional information was also received that during isometrics shocks were delivered due to the noise and the lead was subsequently replaced. The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation of the lead is completed.

Manufacturer narrative:
Additional information was received confirming that this atrial lead was exhibiting pacing impedance measurements greater than 2500 ohms and the lead was confirmed to be fractured via fluoroscopy. Therefore, a revision procedure was performed and the lead was removed from service. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory. A thorough evaluation of the lead was performed. Visual inspection revealed trilumen insulation damage with the conductors exposed approximately 26-27 cm from is-1 pin. Final evaluation determined that due to the location and type of damage it was most likely caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead has been exhibiting pacing impedance measurements less than 200 ohms. The physician decided to reprogram the lead to least sensitivity and defibrillation threshold testing (dft) was performed. Noise was observed. The noise did not result in any sensing or pacing issues. The lead remains implanted at this time and a revision procedure is scheduled to add a new pace/sense lead. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and treatment options. No other adverse events have been reported. This product issue will be updated if additional information is received.